Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections a2, a3, g4, g7, h2, and h10. On (B)(6)2020, intuitive surgical, inc. (Isi) received a medwatch report with uf/importer number (B)(4) for this event, stating that the cadiere forceps instrument wire was broken. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "wire broken". The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During a da vinci assisted inguinal hernia repair procedure, it was reported that the wire of the cadiere forcep was broken. There was no report of a fragment fall into the patient. The procedure was completed and there was no patient injury.